Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a follow up of this pacemaker it was noted that the device had triggered end of life (eol) since (B)(6) 2015. It was noted that at the last interrogation of the device (B)(6) 2015 the estimated time for explant was 1.5 years and the battery status was "good". The device was explanted and replaced and further technical analysis of the device memory was requested to understanding why the device triggered eol. Premature battery depletion was alleged. The device will be returned. No additional adverse patient effects were reported. Boston scientific technical services (ts) provided general information regarding this particular device when it comes to battery information. Ts also noted that the device longevity remaining and the gas gauge are calculated/estimated by the programmer, thus can be impacted by minor changes in device outputs or impedance measurements.